Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The device was returned for evaluation. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had stroke-like symptoms which they recovered from. The patient¿s lactate dehydrogenase (ldh) increased to 1115 u/l. The patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Manufacturers investigation conclusion: evaluation of vad-60186 confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was returned attached to the pump. A tissue-like thrombus was observed on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. The deposition was slightly denatured, indicating that is was present while the pump was supporting the patient. Although a specific cause for the development of the deposition and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas.